Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that a previously capped lead was used as a temporary pacing lead during a procedure and had high thresholds. After implantation of a new lead, the lead was recapped. No patient complications have been reported as a result of this event.